Manufacturer narrative:
The pump was received with no button response and a button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a stained end cap sticker, and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that two of her belt clips broke a while ago and she received a button error alarm on the insulin pump. Customer's blood glucose was 149 mg/dl at the time of the incident. Customer stated that when she is at work, she wears it clipped to her bra strap and the buttons could have been pushed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.